Event description:
It was reported that the patient's unit was not producing enough oxygen following a column replacement. Concurrently, the patient also reported that the buttons were not functioning properly and it was hard to adjust the level. As a result, the patient had a hard time breathing and they did not feel well. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation.